Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
This supplemental report is being filed based on trend inclusion and an updated evaluation conclusion code.

Event description:
It was reported that this pacemaker device triggered a lead safety switch (lss) due to a high out of range pace impedance measurement greater than 3000 ohms on the right atrial (ra) lead. As a result, the pacemaker device automatically switched the ra lead from the bipolar to the unipolar pace and sense configuration. In addition, it was noted that there was noise observed on the ra lead following the lss while in the unipolar configuration resulting in inappropriate (atr) episodes. There was no ventricular pacing inhibition caused by the ra noise and the ra threshold was noted to be normal and stable. The ra noise was not reproducible in the bipolar configuration and the impedances were noted to be currently stable in the bipolar configuration at 646 ohms and also stable in the unipolar configuration at 340 ohms. Boston scientific technical services (ts) indicated that it could be a device header spring contact issue as the noise was not reproducible. It was noted that the ra lead will be programmed back to the bipolar configuration and they will work to get the patient set up with a remoting monitoring system. The products remain in-service. No patient symptoms or adverse patient effects were reported.